Event description:
Ater having the essure implanted in (B)(6) 2012, I have experienced a lot of side effects; severe pelvic and abdominal pain, lower back pain, excessive heavy bleeding, dizziness, chest pain, swelling, severe leg and knee pain, severe bloating. I have fibroids that will be removed along with the essure coils on (B)(6) 2016. I will be having a hysterectomy. According to my ultrasound, the coils have migrated. Schedule for my pre-op on (B)(6) 2015.